Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for repair in used condition. Visual evaluation found scratched lens and peeling downstream occlusion (dso) seal. This device has not been in for service in the review period. No applicable evidence to review in event log. The reported problem was replicated. The device will not turn on. The reported problem, that device was giving 41786 error code and defaulted on its software, was verified by functional testing. The cause is a faulty printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair. Also replaced downstream occlusion (dso) sensor, bezel, seal, usb ground plate, pogo pins, spring contacts, optic switch and bracket, lens and lens seal, keypad, overlay, rear label, and side label.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device is giving a 41786 error code and has defaulted on its software. Per reporter, the event occurred during startup and there was no physical damage reported. There was no patient involvement.